Event description:
It was reported that the pt fainted at home and was transported to the hospital via ambulance. Telemetry could not be established when checked at the hospital. The pacemaker was explanted and replaced. The pt recovered without further incident. The device was returned and analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device.